Event description:
It was reported that there was loss of capture, threshold increase, and connector difficulty associated with the lv channel. The patient had two unipolar epicardial leads that were adapted bipolar. The adaptor was explanted as a result. It was also noted that the surgeon neglected to place glue over the srews at implant of the adaptor. A second lv lead was explanted after previously being capped on september 11, 2006 for muscle stimulation. At explant of this lead insulation damage was noted. No patient complications were reported as a result of this event.